Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported device failure (front panel display disappeared) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the device defect occurred due to the faulty main (cr) board. However, the root cause could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. An update has been made to d9 and h3. Also, information has been added to b5 and d8. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device failure occurred during the middle of the procedure while the patient was under general anesthesia. The incident caused a 10-minute delay. It was confirmed that there was no patient injury or harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the insufflator's front panel display disappeared. The customer powered the device on and off but the phenomenon immediately happened again. The issue occurred during a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.